Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. A replacement monoblock was put on order. The monoblock will be replaced. No further problems are anticipated after replacement.

Event description:
It was reported that the system 7700 made a loud popping sound and the monitor would go blank when the fluoro mode was engaged. There was no adverse patient involvement reported. There was no patient information reported.